Event description:
It was reported that during an interrogation of an implantable device, there was a loss of telemetry with the mobile programmer application. The healthcare professional was advised to reboot the host tablet. They checked for updates in the application, but there were none available at that time. After clearing the app and attempting the interrogation again, telemetry was lost once more. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.